Event description:
It was reported that the patient presented to the hospital after experiencing a syncopal episode. Upon interrogation, the pulse generator exhibited intermittent loss of capture and backup vvi operation. The device was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
(B)(4).